Manufacturer narrative:
As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for buttress/compr-nut f/pfna blade. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 356.817 lot: 2623244, manufacturing site: (B)(4), release to warehouse date: 18 aug 2010. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery for trochanteric femur fracture. The device with a femoral neck-shaft angle of 125 degree was attached for the nail of angle of 130 degree; however the inserter could not be removed from the proximal femoral antirotation nail (pfna) blade. The surgeon was able to somehow take the blade together with the inserter out, but the blade did not come off the inserter after taking them out from the patients body. After attaching the correct device, the surgery was completed within thirty (30) minutes delay with another blade inserted using another inserter. Patient outcome is reported as stable. No further information is available. This is report 4 of 4 for complaint (B)(4).